Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a red alert for right ventricular (rv) pacing lead impedance out of range. No adverse patient effects were reported. This crt-d remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a red alert for right ventricular (rv) pacing lead impedance out of range. The health care professional (hcp) is aware. No adverse patient effects were reported. This crt-d remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.